Event description:
The chief operating room nurse reported via stryker sales rep that there is a possibility that during humerus surgery that took place on (B)(6) 2012, a potentially non-sterile t2 nail was implanted. According to the customer the nail was taken out of package and implanted. After a while it was noticed by operating room staff that the outer carton box was packed originally in foil and the nail was in paper-foil sleeve. The customer reported also that expiry date on the carton box was 2016 and the date on paper-foil sleeve was for july 2012. The surgeon made a decision to continue the surgery and not explant the subject nail.

Manufacturer narrative:
Summary: the reported issue was not confirmed. Eval revealed that the reported issue was outside of stryker mfg control. The proximal humeral nail mfg history indicates (B)(4) devices were manufactured and accepted into final stock in (B)(4) 2011 with no reported discrepancies.